Event description:
It was reported that the physician could not interrogate the patient's vns at a routine office visit. The patient had open heart surgery in april and since then she has had swelling in her left breast. The physician was able to interrogate and program the patient's vns on following the open heart surgery. No programming history is available to estimate the remaining vns battery life. The physician reported that he had been able to interrogate other patient's vns generators.